Event description:
It was reported that a fistula declot procedure was being performed on the patient. The tip of the ptd broke off of the basket while in use. The physician was able to retrieve the tip from the patient with a snare and there was no harm. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).